Manufacturer narrative:
A new lead was successfully implanted. Since the abandoned lead will not be returned for analysis, boston scientific cannot confirm the clinical observations. This event will be updated if additional information is received. The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Event description boston scientific crm received information that this right ventricular lead was surgically abandoned and replaced due to episodes of noise on stored electrograms, noise that was reproducible when performing isometrics and a fracture noted in the lead close to the device. There were no adverse patient effects. Additional information obtained from the field which indicated that this lead was explanted. No additional adverse patient effects were reported.